Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer 5 failed to open and error message displayed Device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. As per part investigation, it was that determined that thermal damage to component U300 on the Full Height Cubie PMC. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 07-JUN-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATE TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE SYSTEM HAD A HARDWARE FAILURE. THE FIELD SERVICE ENGINEER FOUND THAT MAIN DRAWER 5 WAS SHOWING AS OFF BUS. THE FSE TESTED THE DRAWER BOARD, AND THE TEST RESULTS WERE WITHIN THE CORRECT RANGE. THE FSE THEN REPLACED THE CONTROLLER BOARD, BUT THE DRAWER CONTINUED TO SHOW OFF BUS. THE FSE PROCEEDED TO REPLACE THE DRAWER BOARD, AFTER WHICH THE DRAWER CAME ONLINE AND WAS ABLE TO BE TESTED IN DIAGNOSTICS. ALL TESTS PASSED SUCCESSFULLY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER 5 FAILED TO OPEN AND ERROR MESSAGE DISPLAYED DEVICE NOT DETECTED ON BUS. THE CUSTOMER ATTEMPTED TROUBLESHOOTING BY REBOOTING THE STATION AND TRYING TO RECOVER THE DRAWER; HOWEVER, THESE EFFORTS WERE UNSUCCESSFUL, AND THE PROBLEM PERSISTED. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THE USER WAS UNABLE TO ACCESS THE MEDICATION AND MANAGED TO GET THE MEDICATION FROM ANOTHER PYXIS STATION, WHICH CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on. PART ANALYSIS:The reported condition of Unable to Open the Drawer was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that Main Drawer 5 was showing off bus. The drawer board was tested and measured within the acceptable range; however, the condition persisted after replacing the controller board. The FSE then replaced the drawer board, after which the drawer was detected and successfully tested in diagnostics, with all tests passed. During DCHU Visual Inspection: P/N 151903-01: was received with signs of thermal damage on component U300. P/N 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. No anomalies were observed during visual inspection. During DCHU Testing: P/N 151903-01: No DCHU testing was required due to thermal damage found during the external inspection. P/N 151622-01: passed the DMM and HTA testing without anomalies or intermittent behavior detected. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported issue ES - Unable to Open the Drawer was identified as thermal damage to component U300 on the Full Height Cubie PMC (P/N: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer leading to the reported malfunction.